Event description:
During routine testing of the device at the service center, the user reported the main battery of the monitor would not hold a charge. The monitor was originally returned for repair of a color chip failure when the battery failure was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.